Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 25 g x 5/8 in. Bd¿ general use sterile hypodermic needle was sealed, however appeared to have blood like foreign matter on the plastic cap that covers the needle. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
It looks like you have the investigation results and conclusion. Investigation summary: one-hundred and one samples were returned to the (B)(4) plant for evaluation. One sample had orange fm embedded into the shield. We use orange color concentrate for other products we mold. We also use orange colored belting on the manufacturing floor. Analysis of the fm has been requested, and if it is possible, the results will be added upon receipt from the lab. A bead of orange color concentrate, or a bit of orange belting may have gotten mixed with the resin through the regrind system, and molded in to the shield. DHR was performed with zero defects recorded. No quality notifications were written for this batch, nor for the associated assembly or component batches. Investigation conclusion: qn review: no notifications were written for this batch, nor for the associated assembly or component batches. DHR review: twenty-one visual inspections were performed on 1,260 parts with zero defects noted. Assembly batch 3330422 had 45 visual inspections performed on 2,250 parts with zero defects noted. Shield batch 3357204 had 156 visual inspections performed on 19,968 parts with zero defects recorded for fm. Shield batch 4030112 had 140 visual inspections performed on 11,920 parts with zero defects recorded for fm. Possible root cause: a bead of orange color concentrate, or a bit of orange belting may have gotten mixed with the resin through the regrind system, and molded in to the shield. Investigation results: one-hundred and one samples were returned. One sample had orange fm embedded into the shield. We use orange color concentrate for other products we mold. We also use orange colored belting on the manufacturing floor. Analysis of the fm has been requested, and if it is possible, the results will be added upon receipt from the lab.